Manufacturer narrative:
H3, h6: the controller, lot number: 603001858, was returned to the manufacturer for analysis. The controller was tested and passed all testing. No faults were found. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: the aware date of the information in regulatory report # (B)(4) was 19-jul-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, product ID: 9733752r, product ID: 9735825r. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that localizer faulted when the flat emitter was placed back into the bucket. The flat emitter and controller were replaced and the system then performed normally. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed localizer faulted towards the end of a case. The manufacturing representative (rep) got through the entire case without the localizer faulting, however, after the surgery concluded the flat emitter was placed in the flat emitter bin. At this point, the system displayed localizer faulted. The rep was able to replicate this issue consistently. Repeatedly inserting the flat emitter into the storage bin frequently resulted in the system displaying localizer faulted. While faulted, the rep ran printcameradiagnostics and found that transmit coils 9 and 11 were faulted. The rep unplugged the system breakout box (bob) and wasunable to get the system to fault. System displayed "localizer not connected." The rep plugged the bob back in and the system immediately faulted (bob was already in bin). Bob remained green. There was no patient involvement.

Manufacturer narrative:
H3, h6: the emitter, lot number: 0012757145, was returned to the manufacturer for analysis. Flat emitter was tested and no faults were duplicated. It maintained a stable green connection on the lat station during cable manipulation/wiggling and repeated placements in the storage bin. An overnight burn-in was performed, followed by retesting and all tests passed. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.